Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead shock impedance was high and out of range at 125 ohms. Boston scientific technical services (ts) was consulted and discussed that it could be due to scar tissue or calcification. Ts suggested bringing the patient in and increasing the remote home monitoring alert to 150 ohms along with the option of performing commanded shocks to test the difference between the measured and delivered impedance. The crt-d and rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead shock impedance was high and out of range at 125 ohms. Boston scientific technical services (ts) was consulted and discussed that it could be due to scar tissue or calcification. Ts suggested bringing the patient in and increasing the remote home monitoring alert to 150 ohms along with the option of performing commanded shocks to test the difference between the measured and delivered impedance. The crt-d and rv lead remains in service and no adverse patient effects were reported.